Event description:
It was reported that during hyper care monitoring, the insertable cardiac monitor (icm) was observed to exhibit incorrect measurement in which the manufacturing date clock (mdt) was different from the real time clock (rtc), resulting in the (artificial intelligence) ai feature being unable to work properly. No intervention was reported. There were no known or reported patient complaints or consequences.

Manufacturer narrative:
The reported event of clock drift was confirmed by software analysis. Final analysis found that the issue was due to a static offset and the artificial intelligence not functioning appropriately.